Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw attachment device had component damage - thread saw blade coupling, the bearing and housing were worn, and the device had insufficient/low power. It was further determined that the device failed pretest for general condition and check oscillation frequency. It was noted in the service order that the during an unspecified surgical procedure, the saw device separated. It was reported that there were no delays in the procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.